Event description:
Note: the date of event is unk. According to the physician, the speedband superview super 7 multiple band ligator does not couple with an older pentax endoscope correctly. The stem of the handle unit fits loosely in the biopsy channel, creating low suction. The physician expressed concern that this could cause tissue damage and add'l bleeding. According to the info obtained thus far, there has been no pt injury or complications related to this complaint. Attempts have been made to obtain add'l info regarding the circumstances surrounding this event with very little success. Should add'l relevant details become available, a supplemental report will be submitted. Add'l training has been scheduled for the physician.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot exp and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.